Manufacturer narrative:
At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis, and procedure images were not provide. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies in-stent thrombosis as potential complications associated with use of the device.

Event description:
As reported through a (B)(6) study that during an embolization treatment of an unruptured and untreated saccular aneurysm located in the right supraclinoid internal carotid artery, treatment was performed using a fred x flow diverter stetn and four coils. The stent has been spontaneously expanded and correctly implanted. The permeability of the parent artery at the end of the procedure remained without stenosis. Partial stent thrombosis occurred 20 minutes after deployment. The event was reported to be moderate in severity. The patient was asymptomatic. The action taken in regards of the event is antiplatelet therapy and the outcome is resolved without sequelae on the same day. The patient was discharged on (B)(6) 2021 with an mrs score of 0.

Manufacturer narrative:
At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis, and procedure images were not provide. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies in-stent thrombosis as potential complications associated with use of the device.

Event description:
As reported through a fred frits study that during an embolization treatment of an unruptured and untreated saccular aneurysm located in the right supraclinoid internal carotid artery, treatment was performed using a fred x flow diverter stetn and four coils. The stent has been spontaneously expanded and correctly implanted. The permeability of the parent artery at the end of the procedure remained without stenosis. Partial stent thrombosis occurred 20 minutes after deployment. The event was reported to be moderate in severity. The patient was asymptomatic. The action taken in regards of the event is antiplatelet therapy and the outcome is resolved without sequelae on the same day. The patient was discharged on march 30, 2021 with an mrs score of 0.